Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message during the warm up session occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determine to be potential patient misuse. The reported event of an unknown error message during the warm up session is reportable based on the finding of an earl sensor expiration.. No injury or medical intervention was reported.